Event description:
Baxter europe received a report that one (1) infusor device leaked during filling. The device was filled with desferrioxamine. There was no patient injury or medical intervention. There was no patient involvement. The actual sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 15 ml of fluid in the reservoir. Visual examination of the unit confirmed the reported condition of a leak, observed at the connection of the blue winged luer cap. The root cause was determined to be user error; the cap was not securely tightened. After the cap was securely tightened, the leakage completely stopped. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. A labeling review found the directions for use: mixing and use adequate for the use/user error identified in this incident. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.